Event description:
A retroperitoneal bleed requiring intervention resulting in death. The physician attempted an arteriotomy closure using the starclose device after an unknown procedure in undisclosed access site. A femoral angiogram was not done. The patient was sent to surgery to address a retroperitoneal bleed. The patient reportedly had a stroke and died. Although requested, no additional information was provided.